Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead displayed intermittent atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that on review of a remote transmission it was noted that there was atrial oversensing on atrial episodes. The right atrial (ra) lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.